Manufacturer narrative:
During preventative maintenance (pm) performed at zoll on (B)(6) 2022, the autopulse platform (sn 34257) failed the load cell characterization test. The root cause of the observed failure was due to a failure of load cell module #1. The cracked enclosure and load cell failure were likely attributed to mishandling, such as a drop. Upon visual inspection, the front enclosure was cracked. The observed physical damage appeared to be the characteristic of user mishandling. The front enclosure was replaced to address the damage. The autopulse platform passed the initial functional testing. It was observed that the fault lcd light does not work. The ui membrane switch assembly was replaced to remedy the problem. During the load cell characterization test, load cell module #1 was over-reporting. Load cell #1 was replaced to remedy the issue. After the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventative maintenance (pm) performed at zoll on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test. No patient involvement.